Event description:
It was reported that this right ventricular (rv) lead recorded high out of range impedance measurements and noise. This lead was tested in clinic with provocative maneuvers and noise able to be reproduced. Rhythmcare recommended performing a synchronous shock. This lead remains in service. No adverse patient effects were reported.